Event description:
The user facility reported that their system 1 endo liquid chemical sterilant processing system was leaking water. No report of injury.

Manufacturer narrative:
Investigation in progress. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1 endo liquid chemical sterilant processing system and found the door was misaligned which caused the lid to not sit properly resulting in the reported leak. The technician attempted to repair the unit; however, due to the damage sustained the unit was permanently removed from service and a new unit was installed and placed into service. A 3-year complaint review confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their system 1 endo liquid chemical sterilant processing system was leaking water. As a result, instruments had to be reprocessed resulting in procedure delays. No report of injury.